Event description:
It was reported that the left ventricular lead had high thresholds and that there was no capture noted on the lead. It was also reported that there was a possible dislodgement of the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event. The patient is part of the prompt study. Follow up information later provided that the elevated thresholds were corrected with programming and that there was no lead revision done.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had high thresholds and that there was no capture noted on the lead. It was also reported that there was a possible dislodgement of the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event. The patient is part of the (B)(6) study.